Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to faulty cp board. In addition, lint/dust accumulation on the video connector pins, corroded j1 of the front panel, and bottom chassis corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center lights were lite and was unable to view anything during procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the issue occurred due to a faulty cp board (printed circuit board). However, the cause of the faulty cp board was not established at this time. Olympus will continue to monitor field performance for this device.